Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was unable to prime their insulin pump. Customer stated they have used 100 units of insulin while attempting to complete the prime sequence. The customer stated they were unable to exit from the preparing to prime loop. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on their insulin pump's screen. Customer's blood glucose was 56 mg/dl. The customer stated they were experiencing low blood glucose because they were nursing. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.